Event description:
(B)(4) it was reported by the facility staff that the 9805 hydraulic lift was leaking during use, and while transporting a patient, it would slowly drift down. There was no injury reported.